Event description:
A discrepant result when compared to lab. The reported device result was 4.6 inr. The corresponding lab result reported was 2.4 inr. The pt's coumadin was initially held until the lab result was known. The device was replaced and requested to be returned for eval.